Event description:
The customer alleged that he performed a control test using his contour system and received a result of 199 mg/dl. The customer could not provide the normal control range, but it should be around 106-147 mg/dl. No adverse events were alleged. The customer had already disposed of the bottle of test strips that gave the high results, so no product will be returned.